Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration (uf) reading was 3240 ml, indicating the home patient (hp) drained 3240 ml more than the largest prescribed fill volume of 3000 ml. This meant the total drain volume was 6240 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance notified the nurse of the incident of iipv that was found during the device evaluation.

Event description:
It was reported via a trial that 1 day post index procedure the patient experienced myocardial infarct. Target lesion #1 was located in the proximal right coronary artery (rca) with 70% stenosis, length of 24 mm, and reference vessel diameter of 3.0 mm. The proximal rca was treated with pre-dilatation, placement of a 3.0 x 28 mm promus stent, and post-dilatation with 10% residual stenosis. The second target lesion located in the proximal left ascending diagonal (lad) with 70% stenosis, length of 20 mm, and reference vessel diameter of 3.50 mm, was treated with pre-dilatation, placement of a 3.50 x 28 mm promus stent, and post-dilatation with 10% residual stenosis. Post procedure cardiac enzymes were noted to be elevated. An occlusion of a small diagonal branch resulted from deployment of the 3.50 x 28 mm study stent in the proximal lad. Cardiac enzyme elevation on (B)(6) 2009, 1 day post index procedure, was consistent with protocol definition of mi. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction (mi) is listed in the instruction for use as a no-fault post-procedure effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). In this case, there were no reported product deficiencies. The reported patient effect of occlusion is listed in the product instruction for use.